Manufacturer narrative:
An evaluation of the returned trestle luxe plate construct indicated the implants were properly manufactured and released to design specifications. Visual, dimensional and functional inspection detected no manufacturing anomalies. The investigation concluded that over angulation greater than 9° allowed the screw to pull through the plate. The screw has limitations of 9° cephalad/caudal and 6° medial/lateral. The cephalad/caudal was breached and allowed the screw head to pass thru the plate. At angulations greater the 9 ° the screw will not seat evenly in the plate. Additionally, the plate is not designed to be lagged to the bone. Proper surgical prep should be completed prior to attaching the plate to the anterior column of the cervical spine. Both the surgical technique (lit-84315) and instructions for use (ins-048) state; the surgeon must take great care to properly position bone screw holes when using the variable drill guide and self centering awl. Excessively converging hole patterns may prohibit proper seating of the bone screws. Hole patterns angled beyond 9° may prohibit proper seating. The trestle luxe anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. Device implants include a range of plate sizes and bone screws to provide the versatility required for the specific indications noted. Fixation is achieved by means of a rigid plate that is surgically attached to the spine with bone screws. Implant plates are manufactured from surgical grade titanium alloy (astm f136) and nitinol (astm f2063) and the bone screws are manufactured from surgical grade titanium alloy (astm f136). All device components are intended for fixation/attachment to the anterior cervical spine only. It is intended that the implants be removed after successful fusion.

Manufacturer narrative:
An evaluation is not possible at this time. The suspect device has not been returned by the user facility nor has the identifying lot number been provided. Upon receipt an evaluation will conducted and a follow up submission with results of the investigation will be provided.

Event description:
The trestle luxe plate was not flush on the cervical spine after four screws had been placed and seated beneath the locking mechanism. The last two screws were inserted at the caudal end of the plate. The surgeon then attempted to lag the plate down when the head of one of the anchoring screws passed through the plate. The entire construct was removed and replaced with an alternate size plate and new screws which caused an extension in operating time.